Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report numbers 1627487-2021-19009, 1627487-2021-19010. It was reported that during the patient's trial procedure on (B)(6) 2021, the procedure was abandoned due to patient developing a hematoma. Nothing was implanted and hematoma has since resolved.